Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the electrode of the super turbovac 90° wand fell off into the knee joint. The procedure was successfully completed with non-significant surgical delay using a s+n back-up device. No further complications were reported.

Manufacturer narrative:
H6: the reported device was received for evaluation. A visual inspection found the tip of the device is missing an electrode. A functional evaluation revealed the controller generated an e7 error when the wand was connected. When used with a bypass box suction, coagulation, and plasma was generated as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Based on a reviewed of this complaint, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. It is unknown whether the electrode was retrieved from inside the patient¿s knee joint. The material composition for the wand¿s electrode is tungsten wire per astm f288. The wands are manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long- term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort cannot be determined. There were no reports of additional complications reported or patient injury alleged. Therefore, no further medical assessment can be rendered at this time. There was a relationship found between the returned device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: 1) mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. 2) damage to the tip and/or shaft insulation that occurred as a result of contact with metal objects while activating the wand. No containment or corrective actions are recommended at this time.